Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd syringe luer-lok¿ tip came with a mix of product types. This was discovered before use. The following information was provided by the initial reporter: material no.: 302995, batch no.: 9273145 it was reported that product was packaged with another product. Caller states that they received the wrong syringe. She states that product 10 ml luer tip syringe was needed. But enclosed with syringe was product 10 ml slip tip syringe.

Event description:
It was reported that bd syringe luer-lok¿ tip came with a mix of product types. This was discovered before use. The following information was provided by the initial reporter: material no.: 302995 batch no.: 9273145 . It was reported that product was packaged with another product. Caller states that they received the wrong syringe. She states that product 10 ml luer tip syringe was needed. But enclosed with syringe was product 10 ml slip tip syringe.

Manufacturer narrative:
H.6. Investigation summary. Two hundred 10ml slip tip syringes in fully sealed blister packs from batch 9268539 (p/n 303134) inside a 200-count box from batch 9273145 (p/n 302995) were received and evaluated. It was observed the product inside the box was different from the label on the box, which was rejectable per product specification. Potential root cause for the mix product defect is associated with human error. Each batch involved was run on a different machine. It is possible the 200-count label on the box was attached to an operator and brought over while covering during a break. Then, the label was inadvertently applied to the incorrect box. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.